Event description:
Went to emergency room at (B)(6) - rn administering heart monitor was told by me highly allergic to adhesive on leads - I break out in burns and blisters - I was told not to worry. Leads from heart monitor caused severe burns and blisters within 12 hours of test.